Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: all of the keypad buttons were normally responsive. No contamination or physical damage was found to the button contacts. The battery compartment was cracked. The audio bolus button was under responsive due to a missing slug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.